Manufacturer narrative:
510k: this report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the connection screw for the aiming arm was too short and the thread on the aiming arm is stripped. The surgery was completed successfully with another aiming arm and there was no surgical delay reported. This report is for one (1) unknown insertion instrument. This is report 3 of 3 for (B)(4).